Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 09416048. Expiration date - the correct expiration date is 03/31/2017. (B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The bi was incubated for 24 hours. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product return. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 04/03/2016 to 10/04/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Two cyclesure 24 bi's were returned , one positive control. The suspect bi chemical indicator disc was gold in color with patchy silver discoloration,the cap pressed down, the glass ampoule broken, and no media remaining in the crushed vial. The suspect positive growth cannot be confirmed. The patch silver discoloration indicates that at the time of sterrad processing there was media from a broken ampoule present on the ci disc. If media is present, the h2o2 reacts with the media to eliminate the ink coating on the disc ultimately exposing the silver of the disc's raw material. This confirms bi ampoule damage during sterrad processing. Retains testing was not performed since there is sufficient evidence to indicate user error. The assignable cause is user error. During follow-up with the customer, user error was found with vial placement crushing the ampoule during sterrad processing. Processing of a crushed ampule will result in a positive bi since hydrogen peroxide does not penetrate liquids. Additionally, DHR review found no anomalies that would contribute to a positive bi result and the lot trending analysis results for dried vial and suspected positive bi were trending not exceeded. A customer letter will be sent addressing the user error. The issue will continue to be tracked and trended.